Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that customer's cartridge indicating there was 0 units remaining in the cartridge. Customer's blood glucose level was 190 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.